Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger is not working. The pt received a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.